Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified black particulate matter on the connecting luer of the floseal syringe. The cause of the particulate matter is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation of a floseal device black particulate matter was observed on the connecting luer. There was no patient involvement. No additional information is available.